Event description:
Caller reported that tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy and was provided with a replacement pump with updated software. Instructions on return procedures and storage mode were given, and the customer acknowledged understanding these steps.